Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400's (mg/dl). Reportedly, customer guessed on the amount of carbs consumed for a meal and believes that they did not deliver enough insulin. Customer discontinued pump use and administered an insulin injection to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.